Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported mitral valve regurgitation (mr) was a result of the reported slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as another clip was implanted to stabilize the slda clip and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced are filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Patient had an enlarged atrium, thin and friable leaflets. One xtr clip was successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda. An nt clip was inserted, but the leaflets were unable to be grasped. Therefore, the clip was removed and replaced with an xtr clip. The clip was inserted and successfully deployed on the leaflets. To further reduce mr, an additional xtr clip was inserted and grasping was performed. The physician attempted to implant the clip in-between the two implanted clips. Grasping was difficult and it was note that while grasping, the second implanted xtr clip detach from the posterior leaflet and remain attached to the anterior (slda). The physician stated the device did not come in contact with one another and the slda was due to brittle and friable leaflets. The physician decided to remove the last clip and discontinue the procedure. Mr remained at a grade of 4. No additional information was provided.